Event description:
The deep brain stimulator battery depleted in about 2 years time, which was unsatisfactory to the patient. The patient experienced increased dystonia when the battery reached end of service; she did not desire replacement at that time. The stimulator was replaced with a rechargeable system about 1 year after the original complaint. The patient outcome was reported as 'recovering from surgery.'

Manufacturer narrative:
(B)(4).